Event description:
The shaft kinked while inserting the device through the "y" adapter. The physician attempted to straighten out the kink and the shaft snapped in two separate pieces. The kink was noticed before placing the sds inside th ept. There was no reported pt injury.